Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015, a customer informed biomérieux (B)(4) subsidiary of a misidentification of an eschericcia coli organism as salmonella enterica ssp diarizonae using the vitek 2 gram-negative identification (gn ID) card (ref 21341, lot 241318040, expiration 29 aug 2015). The discrepant result was reported to the clinician; however, it is unknown if treatment decisions were impacted by the discrepant result. No further information has been provided regarding the demographics or clinical status of the patient. Internal biomérieux investigation has been initiated. This file will be updated as further information becomes available.

Manufacturer narrative:
Internal biomérieux investigation was performed: the customer culture submittals were tested with two lots (customer lot and random lot) of vitek 2 gram-negative identification (gn ID) cards using subcultures from two different media types (cos & cled agar). For both gn ID card lots from both media types, an identification of the escherichia coli (e. Coli) was obtained. This identification was confirmed with vitek ms (ivd) and id32 e strip. The customer vitek 2 gn ID result could not be duplicated.